Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.(B)(4).

Event description:
It was reported a zero ml reservoir volume alarm was heard and confirmed by telemetry. It was stated that insurances issues resulted in the pump being refilled with preservative-free normal saline. The patient was to switch to home infusion for pump care. The cause of the event was attributed to a missed refill appointment. The pump was previously refilled with saline on (B)(6) 2015. The low reservoir volume alarm occurred on (B)(6) 2015 and the low reservoir alarm occurred on (B)(6) 2015. The patient was asymptomatic. The pump was refilled on (B)(6) 2015 and the reservoir volume was updated. The next low reservoir date was estimated to be (B)(6) 2015. The pump logs were not read. The pump was used to deliver preservative-normal saline at the time of the event.